Event description:
The patient had full system replacement due to high impedance. No further relevant information has been received to date. The explanted suspect device has not been received to date.

Event description:
Programming history reviewed showed that high impedance had occurred earlier than previously known. Additional information was received from the surgeon's office that the patient started having increased seizures in (B)(6) 2021. The patient had x-rays which showed no abnormalities or acute fractures per the physician; x-rays have not been reviewed by the manufacturer to date. The patient was taken into surgery where new generator was connected to old lead and high impedance was still present. Then lead was replaced with no visual fractures seen. One a full revision occurred all diagnostics were normal. No further relevant information has been received to date.